Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the patient's download data indicates the patient received one inappropriate shock in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The device was started up at 07:22:02 on (B)(6) 2021. The patient was in an idioventricular rhythm from 50 to 90 bpm with decreasing amplitude between 23:12:59 and 23:15:07. The patient's rhythm was obscured by CPR/motion artifact at 23:17:44. The patient received the inappropriate shock at 23:18:25. The patient's rhythm at the time of the shock was obscured by CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was last seen in asystole with intermittent cardiac activity and CPR/motion artifact between 23:19:20 and 23:23:27. The electrode belt was disconnected at 23:23:31.

Manufacturer narrative:
The monitor and electrode belt have not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 1/13/2016, belt: 10/05/2020.